Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs clear pressure infusor does not hold pressure that has to be constantly re-pumped to pressure every 2 hours. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Corrected b3 to provide corrected event date.